Event description:
A report was received that the patient underwent an explant procedure because the device caused more pain.

Event description:
A report was received that the patient underwent an explant procedure because the device caused more pain.

Manufacturer narrative:
Explant date: (B)(6) 2011. Additional information was received that another reason for the explant procedure was due to burning sensation felt at the ipg site. The explanted device was not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed